Event description:
It was reported that an emboshield nav 6 was advanced to the saphenous vein graft in the diagonal coronary artery. Two unspecified stents were implanted. Following, the emboshield retrieval catheter was advanced, but would not cross through the vein graft to the filter. The filter had become lodged in a proximal stent. Two unspecified balloon catheters were unable to push the filter distal to the stent. The catheterization staff began prepping the patient for surgery; however, the surgeon requested the cardiologist to pull as hard as possible on the barewire. Part of the wire and part of the filter were removed from the patients anatomy; however, the distal end of the wire and part of the filter separated into in the common femoral or external iliac artery. The detached parts were removed via snare and the proximal stent was noted to be in mangled condition. There was no reported intervention performed on the proximal stent. The patient as discharged home in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device removed against resistance and device used in the incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted that emboshield nav6 embolic protection system electronic instructions for use (IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. It should also be noted that the IFU, states: do not continue to retract the barewire filter delivery wire against significant resistance. Based on the reviewed information, no product deficiency was identified.